Manufacturer narrative:
(B)(4).

Event description:
It was reported that during deice interrogation, several auto mode switch (ams) episodes were observed. It was also noted they were noise episodes on atrial lead. The noise was reproduced with provocative testing. The lead will be monitored.